Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported the patient had the second device removed because it had caused a pinched nerve. The patient did not provide a date when the pinched nerve occurred but said that the initial implant caused it. The patient added that they had the implant removed so they could get an MRI.

Manufacturer narrative:
Device has been corrected to report the correct ins based on additional information received. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.